Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, site infection and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm. Changing your pod chapter 3 / page 40: warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod chapter 3 / page 39: warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.

Event description:
It was reported that the patient was diagnosed with a infection of cellulitis at the emergency room. The patient was also diagnosed with a staph infection by his pediatrician. For treatment, patient was placed on an antibiotics (clindamycin) drip, through an intravenous therapy (IV) at the emergency room. At the pediatrician's office they performed a biopsy to see if the infection was mrsa which came back negative. The pediatrician also lanced and drained the site. When they removed the pod they noticed the site being inflamed and looked infected. The patient's mother does not have the pod anymore and could not obtain lot or sequence numbers. Patient's blood glucose (bg) values reached 848 mg/dl. While sleeping, his bg was 158 mg/dl then within 1 to 2 hours his bg dropped to 20 mg/dl. He was cool to touch and shivering, even though he had ten blankets on. After about 3 to 4 hours, his bg got into the 100 mg/dl. The following morning on (B)(6) 2019, his bg was stable, no bg level provided. The pod was worn between 4 and 24 hours on the leg.